Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine from the minicap sponge was leaking into the peritoneal dialysis (pd) transfer set while the minicap was connected to the female connector of the transfer set and the twist clamp was in the closed position. This issue was further described as, ¿betadine solution was seen in tubing on transfer set once minicap on and transfer set was closed¿. This was observed during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.